Manufacturer narrative:
The pump was returned to animas. Adhesive was found under the keypad button contacts. All buttons were intermittently activating pump functions when pressed. Unrelated to the complaint the battery compartment was found to be cracked and moisture was found inside the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the keypad buttons did not activate desired pump functions when pressed. He does not say which buttons were affected. There was no reported patient impact associated with this complaint.